Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had an MRI back in 2015. The caller stated the patient was ill and the healthcare provider (hcp) wanted to do a lot of procedures including MRI. Caller stated the patient's stimulator had not worked in 2 years. It was reported the patient lost 60 lbs and now it was low. No further complications were reported/anticipated.